Manufacturer narrative:
Complaint name update from (B)(6) technology(be to (B)(6)). Occupation updated from health professional to physician. Describe event or problem, name prefix, first name, last name, complainant city, initial reporter phone: updated. (B)(4).

Event description:
It was further reported that the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the access sheath became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) and 27mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but did not meet release criteria. During the full recapture of the closure device the was became a little kinked. No patient complications were reported.